Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device is damaged. Foreign material on the back of the device.

Event description:
It was reported that device did not come easily out of packing and something stuck to outside of the device. The device was not used. There was no patient involvement.